Event description:
The customer reported that the system displayed an m2 error message which resulted in the loss of x-ray functionality. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video board was reseated during the service call. The system was tested and found to be working as intended and put back into service.